Event description:
It was reported that difficulty was encountered attempting to pass the iab through the sheath. Resistance was met and the sheath and iab were removed together. A second iab was inserted and there were no pt complications.